Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: the bb history showed one unusual por event was recorded on (B)(6) 2015. The returned battery cap coin slot was found to be damaged. Returned battery cap was not able to be secured to the pump and was unable to maintain an electrical connection. Returned battery cap contact height and width measurements are within specifications. Confirmed intermittent power issue. A test battery cap was unable to be fully secured to the pump; however, secured well enough to complete testing. The battery compartment was observed to be cracked on the side, extending from the threads to the case seal. The battery compartment threads were found to be stripped. Moisture corrosion was observed inside the battery compartment. A leak test was performed and a leak was found at the battery compartment crack. The pump was exercised for 24 hours on a 1 u/hour basal rate using a test battery cap; no power interruptions occurred. The pump case was removed and moisture was observed on the display screen.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.